Event description:
Staff (3 na's) were putting pt to bed. Pt was in sling suspended over the bed. Staff started to lower him when the arm of the lift suddenly dropped. Pt fell to the bed and arm of lift struck pt in chest "knocking the air out." Lift removed.